Manufacturer narrative:
Correction b5: change the report of ¿a crack on the patient line¿ to pleural statement of ¿cracks along the patient line¿. Add: the patient did not open the overwrap with any sharp objects and no issues were noted with the overwrap (omitted on initial). H10: the actual device was not available; however, five (5) photographs of the sample were provided for evaluation. A visual inspection with the naked eye was performed and three of the five photos showed damaged tubing which possibly penetrated through the tubing walls the sample failed to meet specification. The reported condition was verified. The cause of the condition could not be determined; however, it has the appearance of chew marks possibly caused by an animal or pest. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the patient line of an amia automated pd cycler set which resulted in a leak. This was observed during use of the device for peritoneal dialysis (pd) therapy. The patient discontinued the therapy and informed their nurse regarding the issue. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.